Event description:
During an initial implant procedure, the right ventricular lead was damaged. The lead was explanted and replaced, and the patient was stable with no consequences.

Manufacturer narrative:
Upon receipt, a complete lead was returned in one piece. Visual inspection and x-ray examination found the connector pin was bent, the cause of the bent connector pin is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of a damaged lead was confirmed.